Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patients spinal cord stimulator was no longer working properly. It was also noted that the leads were migrated. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a full system replacement for the ipg and leads per physicians preference. The patient was doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients spinal cord stimulator was no longer working properly. It was also noted that the leads were migrated. The patient will undergo an ipg and lead replacement procedure.